Manufacturer narrative:
Date of event: unknown. Additional product code: hwc. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial procedure of an open reduction internal fixation (orif) was performed on (B)(6) 2013 for a left radial head and neck fracture. The fracture was noted to be comminuted and impacted as well as longitudinally split in the radial neck. There were no complications during the procedure and patient was discharged in good condition. On (B)(6) 2015, patient had a follow-up visit with the surgeon and noted that he heard popping and crunching of the elbow, and some crepitus was noted. Upon further assessment, it was noted that there was also failed hardware. On (B)(6) 2015 revision surgery was performed to remove the hardware. Two (2) of the screws have broken and the plate had loosened causing symptoms. Patient was put under general anesthesia. A capsulotomy was performed. There was noted to be some exuberant scar formation and some heterotopic ossification. This was excised. The plate was removed and two (2) of the screw heads had broken off and were retained in the plate. The remainder of the plate and screws were removed without difficulty. There appeared to be clinical union of the radial head and neck with pronation and supination and digital palpation. There were no complications during the procedure and patient was discharged in good condition. On (B)(6) 2015, patient returned for a post-operative follow-up visit and it was noted that the surgical incision is healing well. There was a mild fluid collection at the surgical site, but no signs of infection. The elbow range of motion (rom) was noted as full active range of motion. There is no more grinding or crepitus with the rom. This is report 4 of 9 for (B)(4).